Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited undersensing and oversensing. Boston scientific technical services (ts) recommended troubleshooting options for programming. This electrode remains in service. No adverse patient effects were reported.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited undersensing and oversensing. Boston scientific technical services (ts) recommended troubleshooting options for programming. This electrode remains in service. No adverse patient effects were reported.